Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the erc tubing clamp. The incident occurred in new york, new york. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The device was replaced with another. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that a erc tubing clamp gave an error code associated to no impulse transmission from the hall sensors. The issue occurred during procedure. There was no patient injury.

Manufacturer narrative:
H.10: as reported in the initial report the reported issue could be confirmed and the device was replaced with another. During service another error associated to clamp motor jammed appeared. Based on the investigation performed for similar cases, the reported error message can be due to: fluid ingress into the clamp; contact error on plug-in connectors; damaged soldering joints on circuit boards; defective rotor/stator; defective photoelectric barrier; user technique not using the tubing (3/8" - 3/32" - pvc). Based on the service activity performed by livanova technician, an user error technique can be ruled out. As a consequence, also considering the aging of unit, it is high probable that an hardware malfunction of the clamp was the root cause of the event. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.